Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device was received with scratched display window, cracked display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube. No unexpected restart alarm or resetting after battery changed noted. Unable to verify weak battery alarm and perform error test due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.